Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables and power sources. In addition, the customer stated that without charging the device, the pump battery gauge jumped from 35% battery life to 100% battery life. There was no impact to the customer's blood glucose level.